Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The patients were receiving unspecified IV solutions through primary tubing sets that were connected to the microclave port male adapter plugs that were connected to extension sets. The nurses disconnected the option-lok male luer adapters from the microclave port male adapter plugs to flush the lines. The two adapters were reconnected after the lines were flushed. The customer contact reported that after approximately three times of disconnecting and reconnecting the option-lok male luer adapters to the microclave port male adapter plugs, the option-lok male luer adapters disconnected from the microclave port male plug adapters. After unspecified lengths of time, the disconnections were noted. The primary tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Two opened primary piggyback sets and one sealed microclave port male adapter plug were evaluated. The option-lok male adapter of the primary piggyback sets were connected to the microclave port male adapter plug. The primary piggyback tubing sets remained connected to the microclave port male adapter plug.